Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, in (B)(6) 2016 (specific date not reported), the patient experienced a loss of osseointegration resulting in fixture loss. Re-implantation is planned; however, has yet to occur as of the date of this report.